Event description:
The patient's system was explanted due to pain at the implant site and ineffective therapy. During the explant procedure, several contacts became dislodged from the lead. The surgeon was able to retrieve one of the contacts. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for eval.